Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring an unspecified intervention. The procedure was performed under general anesthesia. It was the second procedure for this patient, a tamponade also occurred in the first procedure in february 2019. During this case, cardiac tamponade was confirmed. Reminder of the procedure was aborted. An unspecified intervention was performed by the eco team. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No bwi product malfunctions were reported. The device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 5/25/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30171461m number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring an unspecified intervention. The procedure was performed under general anesthesia. It was the second procedure for this patient, a tamponade also occurred in the first procedure in (B)(6) 2019. During this case, cardiac tamponade was confirmed. Reminder of the procedure was aborted. An unspecified intervention was performed by the eco team. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.